Event description:
Gas machine and ventilator checked prior to case. After induction, ventilator would not turn on. Full power to ventilator. Pt ventilated by hand and machine exchanged. MFR notified.